Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Event description:
It was reported that the lead was dislodged. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.